Event description:
It was reported that a button on the infusion device was defective.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
D. Suspect medical device: section d4 the serial number was corrected to (B)(6) as further information was obtained and this is the suspect device.